Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and monarc was implanted; and on (B)(6) 2013, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 along with concurrent cystoscopy and urethrolysis due to sui and extruded vaginal mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, stress incontinence, pyuria, urinary frequency, nocturia, dysuria and recurrent urinary tract infection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/lso on (B)(6) 2013 due to sui and extruded vaginal mesh. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and other. It was reported that patient underwent mesh removal of monarch on (B)(6) 2013 due to extruded mesh. (B)(4).